Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis is being requested to give a recommendation for the next steps with the patient. At this time, the pacemaker remains in service. No adverse patient effects were reported.